Event description:
The patient in the pacu required support with breathing. The crna requested a bag valve mask and received a 1l hyperinflation system + manometer from ventlab (sunmed). After hooking up the oxygen the crna attempted ventilation and noticed the bag leaking. On inspection, the inflation bag had several small cuts that prevented good ventilation. A replacement (same product) was quickly obtained and the patient was treated without harm.